Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 36 and 48 hours, when it was removed from the infusion site.. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The customer complained about the device generating an occlusion alarm, however, the download data shows that the device did not generate any alarms. Inspection of the fluid path and drive mechanism assembly found no damages or manufacturing deficiencies that would cause the alarm. The device was reset and the data was downloaded. During the first rerun, the device generated an 0x5c alarm, indicating open count to low at end of prime. The device was reset again and the data was downloaded again. During the next attempt, the device generated an 0x5c alarm again. Inspection of the device found the ratchet gear teeth to be damaged resulting in the alarm seen during rerun. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.